Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 6 am for diabetic ketoacidosis with an unexplained high blood glucose level of 414 mg/dl. The customer was treated with insulin drip and syringes. The customer was discharged from the hospital after 2 weeks and has a blood glucose of 169 at the time of the call. The customer's insulin pump was replaced due to the issues with the high blood glucose.

Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.